Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer changed pump supplies to address the issue. The customer's family member delivered manual insulin injection and changed the infusion set to address the elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.